Event description:
It was reported to philips that the device screen froze during operational testing. There was no patient involvement.

Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The rse advised the customer to run operational testing again. Upon further follow up, it was confirmed that the device had no further problems and was operating normally. The reported issue could not be duplicated. Based on the available information, the customer was unable to duplicate the reported problem. The customer was advised to run operational testing again and it was confirmed that the device was operating normally with no replacement parts required. As the reported problem was unable to be reproduced, the cause could not be determined. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site and no further evaluation is required at this time.